Event description:
(B)(6) study. Same case as: 2134265-2011-03600. It was reported that during a coronary stenting treatment procedure, the patient experienced no flow and a myocardial infarction one day post. Lesion 1 was a saphenous vein graft (svg) located in the 1st obtuse marginal branch. The lesion was 90% stenosed, 4mm in diameter and 30mm long. The lesion was treated with direct stent placement to the proximal segment of the lesion with a 3.5x38mm taxus liberte stent. Post stent placement, no-reflow was present. The patient was treated with medication which improved flow. Post dilation was performed. Residual stenosis was 5%. Timi flow was 3 pre and post procedure. Lesion 2 was a svg located in the 1st om branch. The lesion was 80% stenosed, 4mm in diameter and 10mm long. The lesion was treated with direct stent placement to the distal segment of the lesion using 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 5%. One day later, cardiac enzyme elevation was consistent with myocardial infarction. No action was taken and the event was resolved without residual effects. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent implantable cardioverter-defibrillator (ICD) shocks and wide, complex tachycardia and detectable cardiac markers. One day later, the patient was treated with medication and discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure, the patient experienced no flow and a myocardial infarction one day post. Lesion 1 was a sapheous vein graft (svg) located in the 1st obtuse marginal branch. The lesion was 90% stenosed, 4mm in diameter and 30mm long. The lesion was treated with direct stent placement to the proximal segment of the lesion with a 3.5x38mm taxus liberte stent. Post stent placement, no-reflow was present. The patient was treated with medication which improved flow. Post dilation was performed. Residual stenosis was 5%. Timi flow was 3 pre and post procedure. Lesion 2 was a svg located in the 1st om branch. The lesion was 80% stenosed, 4mm in diameter and 10mm long. The lesion was treated with direct stent placement to the distal segment of the lesion using 3.5x16mm taxus liberte stent. Post dilation was performed. Residual stenosis was 5%. One day later, cadiac enzyme elevation was consistent with myocardial infarction. No action was taken and the event was resolved without residual effects. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with recurrent implantable cardioverter-defibrillator (ICD) shocks and wide, complex tachycardia and detectable cardiac markers. One day later, the patient was treated with medication and discharged on aspirin and prasugrel.